Manufacturer narrative:
The customer will have a third party repair the system.

Event description:
It was reported that the 6800 system locked up during a case. The procedure was completed. No patient injury was reported.